Event description:
Plate broke.

Manufacturer narrative:
G1, h4: the mfg site and MFR date are unable to be determined without the catalog number and lot number. Eval summary: h6: no eval was performed as the product was not returned.